Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose level and the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. The customer also reported that the drive support was sticking out. The insulin pump will be returned for the analysis.